Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked and continued to crack. Reportedly, the user does not know how the screen cracked. The user's blood glucose level was 205 mg/dl. Reportedly, the user would continue to use the pump until replacement pump is received.